Event description:
It was reported by the physician that the spring wire guide (swg) broke while inserting the catheter. An x-ray was performed and it was confirmed there was no swg inside the body of the child. The physician opened another cs-14402 and the same event occurred again. Further details are being pursued.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional info becomes available.